Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to align properly in the loading device. The hospital indicated that the seal appeared to be in the wrong position upon opening the package. A replacement device was used to complete the procedure. The hospital did not report any pt effects.